Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). A 2.00mm x 15mm maverick balloon catheter was advanced for dilation. During the procedure, the balloon ruptured at nominal atmospheres. The procedure was completed with another of the same device, and no patient complications were reported. The patient remained in stable condition post-procedure.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). A 2.00mm x 15mm maverick balloon catheter was advanced for dilation. During the procedure, the balloon ruptured at nominal atmospheres. The procedure was completed with another of the same device, and no patient complications were reported. The patient remained in stable condition post-procedure.

Manufacturer narrative:
The device was returned for analysis. A visual and tactile inspection revealed no issues with the hypotube shaft. No kinks or damages were found in the shafts polymer extrusion. A detailed microscopic examination of the balloon material identified a pinhole located proximal to the distal marker band. The bumper tip showed no issues. An attempt was made to inflate the balloon to 14 atmospheres, as per the instructions for use. However, a leak was observed coming from the pinhole proximal to the distal marker band. No other issues were identified during the returned product analysis.